Event description:
Revision surgery - the pt needed repair for a ruptured patella tendon. As a result of positive (B)(6) culture, the doctor wanted to replace the poly while fixing the injury. There was no failure or damage to the product, it was a precaution.